Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins was dead and has not been working for some time. The caller said the patient has had brain and spine scans at 1.5t and 3.0t in the past. The caller wanted to know if the patient could be scanned when the device is not working. No symptoms or further complications were reported.